Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material in the nozzle, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that nozzle of the subject device did not clear within 10 seconds, and a foreign material could not be analyzed as the substance was not available for sampling. There was no patient involvement.